Manufacturer narrative:
D9: date returned to manufacturer, updated manufacturer's investigation conclusion: the reported event of backup battery faults was confirmed via log file analysis. Event log files were evaluated and data from the reported event dates of 15oct2024 ¿ 17oct2024 was reviewed. Starting on (B)(6) 2024 at 18:41:19, backup battery fault alarms activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the unloaded voltage and loaded voltage was measured to be outside of the designed threshold. On (B)(6) 2024 at 11:21:34, backup battery mem tag faults activated, consistent with the reported backup battery exchange. The backup battery fault alarm, due to the load test not passing, did not resolve before the driveline was disconnected on (B)(6) 2024 at 12:40:43. The returned heartmate 3 system controller (serial number (B)(6) was functionally tested and performed as intended throughout all testing. Load tests were initiated after extended testing of the controller and battery was performed, and atypical alarms were unable to be reproduced. Information provided by the account stated that the backup battery was reseated, the backup battery was exchanged, and a self-test was performed, but the alarm did not resolve any time. The backup battery fault alarms resolved after the controller was exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had another backup battery (ebb) fault. The patient had received a new controller on (B)(6) 2024 [per-2024-0068089]. A new backup battery, with an expiration date of 21apr2026, was placed into the controller. It clicked in and the orange charging light was noticed. The fault alarm would not clear, and the ribbon was observed to be in good condition. A self-test was performed and all alarms worked, however the fault still did not clear. Log files were sent for review. The event log file recorded a backup battery fault event on 15oct2024 at 18:41:19. This event appeared to have occurred after the system controller attempted a load test. The original ebb was reconnected, and the alarm persisted. A new ebb was placed, and the alarm was still present. After a self-test was performed the alarm did not clear. The controller was exchanged with no further alarms. The controller, original ebb, as well as new ebb were to be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient experienced no issues or problems associated with the change, and this exchange solved all issues and problems.